Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was back flow of blood while using a clearlink system continu-flo solution set. It was further stated that blood dripped out of the second medication port. A syringe filled with saline was used to the flush the line and seal off the second medication port. This issue was identified while initiating and administering an intravenous medication to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.